Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient never had a device replaced when the battery ran down, the battery has been dead for years and now device is eroding through the pocket. The field representative was not certain if the patient was on antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.